Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "we use it to manufacture cytostatics. The liquid runs into the rubber stamp."

Manufacturer narrative:
H6: investigation summary one used sample of lot 2005233 was received for evaluation by our quality engineer. Upon visual inspection, a leakage past the stopper ribs was observed. The syringe was disassembled, there is no damage or other defect identified in the syringe or its components that could have contributed to the reported failure and the stopper was verified to be properly assembled onto the plunger. A device history review was performed for reported lot 2005233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use. The following information was provided by the initial reporter, translated from german to english: "we use it to manufacture cytostatics. The liquid runs into the rubber stamp."